Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted. The patient's medical history included uterine ablation in 2017, paratubal cyst and vaginal bleeding. Concurrent conditions included hematometra and endometrial atrophy. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: on (B)(6)2019, in removal details it was reported that she underwent dilation and curettage (discrepancy noted) on (B)(6)2019(on removal of the fallopian tube from the uterine corpus it is noted that there is a structure wire structure present within the fallopian tube lumen). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2019: right adnexal organ: note: on removal of the fallopian tube from the uterine corpus it is noted that there is a structure wire structure present within the fallopian tube lumen. Left adnexal organ: note: on removal of the fallopian tube from the uterine corpus it is noted that there is a structure wire structure present within the fallopian tube lumen.. Ultrasound scan - on (B)(6)2019: essure coils are both noted to be in place in good position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted. The patient's medical history included uterine ablation in 2017, paratubal cyst and vaginal bleeding. Concurrent conditions included hematometra and endometrial atrophy. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: on (B)(6) 2019, in removal details it was reported that she underwent dilation and curettage (discrepancy noted) on (B)(6) 2019 (on removal of the fallopian tube from the uterine corpus it is noted that there is a structure wire structure present within the fallopian tube lumen). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on(B)(6) 2019: right adnexal organ: note: on removal of the fallopian tube from the uterine corpus it is noted that there is a structure. Wire structure present within the fallopian tube lumen. Left adnexal organ: note: on removal of the fallopian tube from the uterine corpus it is noted that there is a structure. Wire structure present within the fallopian tube lumen. Ultrasound scan on (B)(6) 2019: essure coils are both noted to be in place in good position. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.